Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 41.60 miu/ml and this result was reported outside of the laboratory. The laboratory protocol requires repeat testing of all samples with results less than 100 miu/ml. The same sample container was repeated twice, resulting as 17.55 miu/ml and 21.22 miu/ml. The same sample container was also repeated a third time, resulting as 18.97 miu/ml. A pour off tube from the same sample collection was also run, resulting as 21.04 miu/ml. The value of 21.22 miu/ml was believed to be correct. The doctor was not notified because all results remained within the laboratory's normal range for 3-4 weeks of gestation. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The hcgb reagent lot number was 17753701 with an expiration date of 08/31/2015. The fields service representative determined that the issue was possibly caused by the s/r probe being slightly mis-aligned at the sampling position. He adjusted the s/r probe and checked all alignment. He ran performance testing and this was within specifications.